Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured no external power alarms on (B)(6) 2021 while tethered to the mobile power unit (mpu). The controller was momentarily disconnected from an external power source causing the controller to momentarily operate on the backup battery/power save mode. There was no interruption in pump support during the event. The issue was caused by power to the mpu being briefly interrupted. It was reported that the patient was questioned regarding the no external power and low voltage situation and it was explained that it was an accidental removal of the power cord of the mpu from the wall outlet and not the result of any equipment malfunction or fault. No equipment would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis. The submitted log file contained data spanning approximately 16 hours (B)(6) 2021 per the timestamp). The log file captured atypical low power hazard alarms, power cable disconnect alarms, and no external power alarms on(B)(6) 2021from 06:04:32 to 06:04:36 due to the bus voltage dropping below the minimum voltage threshold. This appears to be because of a brief interruption of power from external power. The alarms resolved when the bus voltage was restored to its expected voltage. In addition, the log file captured a power cable disconnect and no external power alarm due to the rsoc and bus voltage in both power cables dropping below the minimum voltage threshold. The alarms resolved when external power was restored. Provided information stated that the patient was questioned regarding the no external power and low voltage situation and he explained that it was an accidental removal of the power cord of his mpu from the wall outlet and not the result of any equipment malfunction or fault. No equipment will be returned. Additionally, multiple attempts were made to gather additional information about the reported event such as if the mobile power unit (mpu) is operational currently,, if the mpu will be returning, if the mpu had a v-lock connector connected to the ac power cord, if it is known if the power cord came loose at the wall out let or the back of the unit, if there were any environmental circumstances that would have affected the ac power at the time of the reported event (i.e loss of power to the house), and the patient¿s status; however, no response was given. The root cause of the reported event was determined to be the user accidentally unplugging the mpu from the wall outlet. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, backup battery fault conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.